Event description:
It was reported that during the procedure to treat a moderately calcified lesion in the moderately tortuous proximal right coronary artery, a 2.5x15 trek rx balloon dilatation catheter (bdc) was advanced without resistance to the lesion. When inflating the balloon to 10 atmospheres (atm), the balloon would not completely expand, despite several inflation attempts. The balloon was completely deflated without issue and the bdc was withdrawn from the anatomy without resistance. No leaks, ruptures, tears, or other types of damage were noted on the device. Another 2.5x15 trek rx bdc was advanced and the balloon was able to be completely inflated at 10 atm, successfully completing dilatation with a satisfactory patient outcome. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). # evaluation summary: the device was returned and analyzed. The reported inflation difficulty was confirmed on the returned device and was likely caused by the damaged outer member which likely occurred during advancement. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Return analysis did not indicate a product quality deficiency. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.